Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up, down, ok and contrast buttons were slow to respond. The patient stated after they push the buttons, they have to wait a moment before the buttons will respond. The patient confirmed that there was no damage noted to the keypad and denied trauma or moisture to the pump. The patient reportedly wore the pump attached to a belt and cleaned it with damp cloth. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission 10/27/2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately; the complaint could not be confirmed or duplicated. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.